Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Month and day unknown. Only year (2018) is known.

Event description:
It was reported that during an unknown procedure, the surgeon stated that he could not get the green pin (trocar) out of the anvil on the device. As there is no manual release due to the nature of the stapler, the surgeon was instructed to twist the knob to secure anvil and twist the entire stapler out of the rectum. There were no patient consequences reported.